Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for follow up with the device exhibiting post-paced t-wave oversensing. Programming changes were made. At a subsequent follow-up, it was noted that the post-paced t-wave oversensing recurred. Additional programming changes were made.